Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
After placing the lens in the capsular bag, the doctor noticed the leading haptic was missing. The incision was enlarged to remove and replace the lens. There were no consequences for the pt.